Event description:
The ge oec 6600 fluoroscopy system poor image quality. It was reported that the imaging was "pixelly".

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the image processor pcb, and the fast scan converter pcb. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.